Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic system failed during procedures and became completely non-responsive, even after changing consumables. The system passed priming but would not advance, either manually or with the foot pedal. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm and replicate the reported event. A further inspection into the system revealed a syringe cap jammed behind the active irrigation plate that was obstructing movement. The representative was able to replicate the reported event, and after removing the jammed part the system no longer displayed the system message (sm). The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a jammed syringe. How or when the cap become jammed is unknown. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).